Event description:
It was observed during the device inspection, that the colonovideoscope exhibited that due to corrosion on plug unit an e315 (scope err unsupported scope) occurred, and the connecting tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, malfunction most likely occurred due abnormality in circuit inside the scope connector occurred by corrosion, which made it impossible for the device and video system center to communicate normally. Based on the investigation in regards to the foreign material, the foreign material could not be identified. However, a definite root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "operation manual_ preparation and inspection_ inspection of the endoscope. Reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories). -precleaning the endoscope and accessories. -manually cleaning the endoscope and accessories." Olympus will continue to monitor the field performance of this device.